Manufacturer narrative:
Zoll medical corp has received the device associated with this report; however, the device is still under investigation. A supplemental report will be submitted when the investigation is completed. No adverse event reported.

Event description:
It was reported that the platform indicated user advisory 7 (discrepancy between load 1 and load 2 too large) that could not be cleared. No adverse event reported.